Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's scs was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had no issue with the scs. The patient had new areas of pain which was not being covered by the stimulator. The patient will undergo a revision procedure wherein the ipg will be replaced to accommodate 2 additional leads. No device malfunction was suspected.

Event description:
A report was received that the patient's scs was not working. The patient will undergo a revision procedure.